Event description:
It was reported that the display has a "snow like" look to it and display is unreadable.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the customer returned the actual device involved. Testing of the device confirmed the complaint that the display had a "snow like" look to it and was unreadable. The display was completely white. Investigation found that the malfunction was due to a failed display driver circuit board. The display driver circuit board was replaced to restore device operation. The device subsequently passed all acceptance testing and was returned to the customer.